Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered one shock as inappropriate therapy due to oversensing of noisy signals. Technical services (ts) was consulted and discussed stored data as well as programming settings, with the patient's rhythm having low amplitude noted. This device remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered one shock as inappropriate therapy due to oversensing of noisy signals. Technical services (ts) was consulted and discussed stored data as well as programming settings, with the patients rhythm having low amplitude noted. This device remains in service. No additional adverse patient effects were reported. Ata later date, this s-ICD system was explanted. A new transvenous system was implanted. No additional adverse patient effects were reported.